Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a line at the top of the screen. The insulin pump was reportedly not dropped. Customer's blood glucose was not known. Following insertion of a new battery, the display did not return to normal. It was advised that the customer revert to a back-up plan. Nothing further was reported.